Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. She stated that there was a crack on the reservoir lip ring. She also reported that there was a physical damage to the insulin pump's reservoir lip ring and the reservoir was not able to lock into place when inserted inside the insulin pump. The customer was assisted in troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.